Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown; however, that this device was placed about half a year ago. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the removal of the device, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach and was later removed from a different hospital. The physician removed it through the endoscope. The procedure was completed with a different device. There were no patient complications reported due to this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the ink markings on the exterior of the feeding tube were worn and barely visible. The internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Moreover, heavy residues were present on the device indicating use and handling. Since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore the most probable cause of this complaint is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown; however, that this device was placed about half a year ago. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During the removal of the device, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach and was later removed from a different hospital. The physician removed it through the endoscope. The procedure was completed with a different device. There were no patient complications reported due to this event.